Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the device was used lateral side and juggernaut was implanted interior side with arcr on (B)(6) in 2014 to the patient with the fifty-eight year old male. He started to feel uncomfortable in (B)(6). Because the rotator cuff tear was found again by MRI, the revision surgery was done on (B)(6). The surgeon found the suture of the anchor unthreaded from the product and the anchor was seemed to begin ossifying. With the revision surgery, the surgeon used juggernaut for interior side again and versalok for lateral side. The surgeon did not find any problem with the product in question but suspected there might be some problem with the anchor itself. The procedure was completed with 5-minute delay. The patient is now under observation for a full recovery.

Event description:
It was reported that the device was used lateral side and juggerknot was implanted interior side with arcr on (B)(6) 2014 to the patient with the (B)(6) male. He started to feel uncomfortable in (B)(6). Because the rotator cuff tear was found again by MRI, the revision surgery was done on (B)(6).the surgeon found the suture of the anchor unthreaded from the product and the anchor was seemed to begin ossifying. With the revision surgery, the surgeon used juggerknot for interior side again and versalok for lateral side. The surgeon did not find any problem with the product in question but suspected there might be some problem with the anchor itself. The procedure was completed with 5-minute delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.